Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-8770-01 cannulated driver had the tip break during a procedure. The doctor was doing his final tightening with the hand driver when the tip broke off. The extra driver piece was used to finish up the tightening and complete the case.